Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm during normal basal delivery. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had also received non delivery alarm alert. The insulin pump will not returned for analysis.